Manufacturer narrative:
Additional info: set screw displays pitting present that is consistent with crevice corrosion. One of the associated mas crown rod witness marks suggest possible incomplete seating of rod. The location of the corrosion (at the set screw protrusion) could contribute to a reduction of mechanical retention force. Unable to determine root cause of the foregoing event from the available information.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t2-pelvis. It was reported that sometime post-op the patient underwent a revision surgery due to back pain, pain radiating down the leg and a set screw backing out at s1 and s2. It was also noticed that the patient had spinal stenosis. During the revision surgery it was found that fusion occurred, decompression and hardware removal were performed. No additional patient information was reported.

Manufacturer narrative:
The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are lot # 0088585w; # 0074043w; 0130158w and # 0138185w. (B)(4): manufacture date for lot 0088585w is 5/19/2010; manufacture date for lot 0074043w is 2/8/2010; manufacture date for lot 0130158w is 1/6/2011; manufacture date for lot 0138185w is 3/2/2011. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Films supplied for review found: ap and lateral x-ray show paralytic scoliosis construct included all of lumbar spine down to s1 and iliac crest screws. The iliac crest screws have pulled out of the rods with set screws in place. The s1 screws appear to have come loose with set screws disengaged.